Manufacturer narrative:
(B)(4). The customer reported the ac power module had 2 blown fuses. There was no reported patient involvement. The ac power module was not available for evaluation. The ac power module was replaced to resolve the issue. Based on the customer's report we will consider this a failure of the ac power module.

Event description:
The customer reported the ac power module had 2 blown fuses. There was no reported patient involvement.